Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a compromised immune system. The culture result of staphylococcus epidermidis, a predominant organism of the normal flora on human skin, suggests a possible breach in aseptic technique. S. Epidermidis is the most frequent cause of peritonitis. The patient reported going swimming a few days prior to the diagnosis. It is unknown if the patient¿s exit site was completely healed as they initiated pd therapy only a month prior to the event or if they covered the site appropriately. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on for a scheduled peritoneal equilibration test (pet). During the testing it was noted that the patient¿s pd effluent was cloudy. A pd effluent culture was drawn resulting in staphylococcus epidermidis with white cell count of 2751 (unknown units) with 67% polymorphonuclear cells. The patient was initiated on antibiotic therapy with a one-time dose of intraperitoneal (ip) vancomycin 2600 ml and ip ceftazidime 1 g. The patient then received two doses of ip vancomycin 2600 ml which was then tapered to three doses of ip vancomycin 2000 ml with the last dose administered 23 days later when the patient was documented as fully recovered. The patient was not hospitalized for this event. The patient did not report any issues with the liberty select cycler or cycler set related to the peritonitis. The cause of the peritonitis is unknown; however, the patient did report swimming in a friend¿s pool. The patient continued pd therapy on the liberty select cycler during recovery from the peritonitis.